Manufacturer narrative:
Follow-up # 1 date of submission 05/01/2014 - device evaluation:the cartridge has been returned and evaluated by product analysis 04/17/2014 with the following findings: the cartridge was returned to animas. The cartridge was able to successfully complete a fill test. A leak test was performed and the cartridge was found to be leaking past the first o-ring on the plunger and out of the vent hole. The cartridge was disassembled and the first o-ring was found to be torn.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a site/set/cart (o-ring leak) issue. The reporter alleged that the cartridge was leaking. It was noted that the cartridge seemed to be leaking from the internal o-ring. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.